Manufacturer narrative:
(B)(4).

Event description:
During follow-up, interrogation of the device revealed two alerts indicating the capacitor charge time limit was reached. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
The device was interrogated and the high voltage charge log was reviewed indicating multiple entries of extended charge time. The device was opened and visual inspection indicated one of the high voltage capacitors was swollen. Further analysis revealed a front alignment hole in one of the capacitors. The results of the investigation concluded the reported extended charge time was related to the hole inside of the capacitor.